Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer states that the syringe will not draw up the medication. Per customer 1 out of 6 wasn't working. Per customer the package had not been open or damaged when received. The customer started using the syringes 1 month ago. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.